Event description:
Customer reported a cartridge alarm, specifically alarm 20. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support confirmed the occurrence of cartridge alarms with consecutive cartridges and arranged for the replacement of the existing pump. The customer was advised on using a multiple daily injection (mdi) backup therapy to ensure insulin delivery is not interrupted. The replacement pump will include the most up-to-date software, and the customer was instructed on proper procedures for transitioning to the new pump, including returning the malfunctioning pump within 10 days.